Manufacturer narrative:
The manufacturing location for this product is (B)(4) medical (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # 202045 and lot # 212048 were not found for the reported catalog # mv0513-0006. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 4 bd smartsite¿ vialshield closed vial access devices, 13 mm had issues with leakage. The following information was provided by the initial reporter: "trickles when putting on and taking off taxol."

Manufacturer narrative:
H.6. Investigation: a mv0513-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212048 or 202045. The customer has confirmed that occlusion initially occurred when drawing the fluid up which also resulted in leakage from the air vent of the vial access device. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lots 212048 and 202045 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported 4 bd smartsite¿ vialshield closed vial access devices, 13 mm had issues with leakage. The following information was provided by the initial reporter: "trickles when putting on and taking off taxol."